Event description:
Caller reported an error with the continuous glucose monitor showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller through the reset process, after which the pump did not display the error code again.